Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached, with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Because the blade was not returned broken as reported, it is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic liver resection procedure the blade tip broken off. The tip did not break off into the patient. A second device was used to complete the case with no patient consequence. One device to be returned for analysis.